Event description:
Customer was hospitalized due to low blood glucose levels. Prior to being hospitalized, customer had been having trouble with high blood glucose levels. Customer treated with too much insulin, therefore, causing hospitalization for low blood glucose levels. Troubleshooting was not completed during call, and a tubing clamp was sent to the customer. She was advised to call back to continue the troubleshooting.